Manufacturer narrative:
Other relevant device(s) are: product ID evproplus-26us, serial/lot d313044, use by date 2022.01.01, UDI (B)(4). Additional information was received that the cause of the stroke is unknown, but was likely related to the procedure. The stroke was confirmed via clinical symptoms. Treatment for the stroke is unknown. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evproplus-26us, serial/lot #: unknown. Product analysis: the valves remain implanted in the patient, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at a depth of approximately 3 millimeters. (Mm). The valve was released, and during the release, the valve dislodged above the native annulus. Two snares were utilized to pull the valve back into the ascending aorta where the outflow crowns of the valve were resting just inside the innominate artery. A balloon dilation was then performed using a 18 mm non-medtronic balloon aortic valvuloplasty (bav). A second valve was loaded onto a second delivery catheter system (dcs) and implanted through the first valve at approximately a depth of 7 mm. It was reported that the patient had a minor stroke the evening after the implant procedure. No additional adverse patient effects were reported.